Manufacturer narrative:
The device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while attempting vascular access for an av fistulogram procedure, the access wire tip detached within the patient's fistula. The physician successfully remove the wire tip from the patient with a vascular snare device. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. A definitive root cause could not be determined, however, excessive force applied to the device during use is suspected. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.